Event description:
The user facility reported during a surgical procedure, the vitrectomy cutter would not cut. A back up pack was opened and used with no issue. There was no pt injury reported.

Manufacturer narrative:
See report 1920664-2015-00070 for eval of unopened packs. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2015-00070.